Manufacturer narrative:
Request have been made to obtain the instrument. Evaluation is pending return of instrument.

Event description:
On 29 aug 2007, the sales representative reported that the incompass open screwdriver was not holding onto the screws when they were being loaded during a surgery. There was no injury to the patient or delay in surgery time. The surgeon used another screwdriver to complete the case.